Manufacturer narrative:
Device passed displacement test, displacement accuracy test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, self test, active current test, sleep current test and displacement accuracy test. Possible under delivery anomaly not confirmed. Unexpected battery power loss not confirmed. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call on (B)(6) 2018 that the insulin pump was under delivering insulin. Auto mode feature was in use at the time of incident. Blood glucose level at the time of incident was 483 mg/dl and blood glucose level at the time of call was 501 mg/dl. Patient was treated with manual injection. Troubleshooting occurred but was not able to resolve issue. Insulin pump will be returned for analysis.